Manufacturer narrative:
The liquid embolic material was not returned for analysis, as it was consumed in the procedure. Based on the reported information, it is unknown what caused the reported adverse event. Attempts have been made to obtain specific information, however, they have been unsuccessful. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through clinical trial study that the patient also experienced a cerebral infarction within the treating vessel.

Manufacturer narrative:
The liquid embolic material was not returned for analysis, as it was consumed in the procedure. Based on the reported information, it is unknown what caused the reported adverse event. Attempts have been made to obtain specific information, however, they have been unsuccessful.

Event description:
Medtronic received information through (B)(6) clinical study, 4 days post onyx embolization procedure, the patient was reported to have the following adverse events cerebellar swelling, hydrocephalus, evd failure, brain sagging syndrome, pulmonary embolism, acute respiratory failure, ventriculitis, sepsis, intracerebral hemorrhage (ich), and vasospasm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.